Event description:
It was reported that the fractured lead had high impedance and the patient received inappropriate therapy. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that there was a patient alert for lead predictor on (B)(6) 2011. There was oversensing, with 3 ventricular nst <=210ms on (B)(6) 2011. There was noise with a ventricular short interval count v-sic-2170.2 counts avg/day in 42.86 days between (B)(6) 2011. The weekly pace lead impedance trend data show varying impedance spike increases for max ventricular pace bi impedance = 551 to 4047 ohms range between (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that there was a patient alert for lead predictor on (B)(6) 2011. There was oversensing, with 14 ventricular nst <=210ms on (B)(6) 2011. There was noise with a ventricular short interval count v-sic-2170.2 counts avg/day in 42.86 days between (B)(6) 2011 and (B)(6) 2011. The weekly pace lead impedance trend data show varying impedance spike increases for max ventricular pace bi impedance = 551 to 4047 ohms range betwee (B)(6) 2011 and (B)(6) 2011.